Manufacturer narrative:
Lens was not implanted. Device evaluation: the product was returned. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position. Residue of viscoelastic material was observed on the cartridge. The cartridge tip was observed deformed. The intraocular lens was also observed stuck in the cartridge. The condition of the returned sample is consistent with a product that was handled and prepared for a surgical process. There is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that preloaded intraocular lens failed. This was observed during handling prior to insertion. Additional information was received and it was learnt that the tip of the device was deformed. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.